Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_806 - pfo occluder pas, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2022, a 35mm amplatzer pfo occluder was implanted into a patient. On (B)(6) 2022, the patient had an arrhythmia. On (B)(6) 2023, sudden onset atrial fibrillation was found by electrocardiogram (EKG) and the patient underwent electrical cardioversion under sedation. Another EKG was performed and the patient was in sinus rhythm. The patient is reported to be discharged.

Manufacturer narrative:
An event of arrhythmia and sudden onset atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.